Manufacturer narrative:
An investigation was performed and able to verify the reported errors by reviewing the system logs. However, the engineers were unable to reproduce the failure and the system has not had a repeated failure.

Event description:
A customer reported an incident where their epiq ultrasound system locked up during an unknown cardiac procedure. No patient or user was harmed as a result of the issue. The system software was reloaded to restore functionality and has been returned to service with no additional issues reported. The field service engineer will be dispatched to the site to evaluate the system and determine the root cause of the issue which will be included in a follow up report upon evaluation completion.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.